Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during several unknown procedures, other manufacturers' balloons have been difficult to remove from unspecified cook performer mullins sheaths. After inflation of the other manufacturers' balloons, the balloons are deflated and re-wrapped; however, the balloons are unable to be removed from the sheaths.confirmation was received that the same type of event occurred on four separate occasions during angioplasty procedures. Specific product information is unknown and the devices were discarded; however, either 7 french or 8 french mullins sheaths were used. In all cases, the sheath was upsized and another balloon was used to complete the procedure. No additional interventions were required. The first event is the subject of this report, captured under patient identifier 316652. The second event will be reported under patient identifier (B)(6). The third event will be captured under patient identifier (B)(4). The fourth event will be captured under patient identifier (B)(6). Investigation ¿ evaluation a document based investigation was performed including a review of drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use ¿introducers are intended for introduction of balloons, closed and non-tapered end catheters or other diagnostic and interventional devices.¿ precautions ¿the maximum of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ ¿when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ ¿do not attempt to insert or withdraw the wire guide and / or introducer if resistance is felt.¿ instructions for use sheath introduction ¿1. Upon removal from package, ensure the inner diameter (ID) of the introducer is appropriate for the maximum diameter of the instrument or catheter to be introduced.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive conclusion could not be determined. It is possible that the procedure, device compatibility issue, and / or user technique for deflating and removing the balloons contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
It is unknown if the device(s) will be returned. Occupation = (B)(6). PMA/510(k) number = pre-amendment, this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during several unknown procedures, other manufacturers' balloons have been difficult to remove from unspecified cook performer mullins sheaths. After inflation of the other manufacturers' balloons, the balloons are deflated and re-wrapped; however, the balloons are unable to be removed from the sheaths. There has been no report that any part of a device remained in any patient's body, that the patients required any additional procedures, or that the patients experienced any adverse effects due to these events. Additional information has been requested, but is unavailable at this time.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 08jan2021. Confirmation was received that the same type of event occurred on four separate occasions during angioplasty procedures. Specific product information is unknown and the devices were discarded; however, either 7 french or 8 french mullins sheaths were used. In all cases, the sheath was upsized and another balloon was used to complete the procedure. No additional interventions were required. The first event is the subject of this report, captured under patient identifier (B)(6). The second event will be reported under patient identifier (B)(6). The third event will be captured under patient identifier (B)(6). The fourth event will be captured under patient identifier (B)(6).